Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that stylus calibration was disturbed. The programmer was checked, cleaned and the stylus was re-calibrated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. There was no patient involvement.